Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump had cracked top and bottom cases. There was a motor rate error in history. The root cause of the reported issue was found to be normal wear the pump was over 12 years old. This MDR was generated under protocol b10009704.